Event description:
Pt presents with the complaints of burning pain in neck radiating into both shoulders, and at times down both arms. Has had physical therapy for past three months without good results. Pt is now admitted for an "acdf c4-5", removal of plate, iliac osteotomy and the possible use of halo brace. Surgery on 3/26/1999 revealed no evidence of a fusion at "c4-5" level. Surgery reveals a broken codman screw at the "c6" level in the vertebral body. (Shank portion of codman screw was found broken.)